Event description:
It was initially reported that the zimmer ats tourniquet system had a problem keeping pressure and a battery problem was detected. Add'l clinical info determined that the issue occurred during the surgery and there was no report concerning pt related issues. It was confirmed that an alternate device was retrieved for use during the surgery with no delay reported.

Manufacturer narrative:
The device was returned to medicrea for repair and eval. The service record indicates that the device had previously been returned to medicrea for repair in (B)(4) 2012. Eval of the device observed the device exhibited an air leak to the secondary manifold and the fitting on the manifold was broken on this side as well. Repair of the device included replacement of the battery and mounting set. The device was repaired, calibrated, and tested and no leak was detected. The cause of the reported issue regarding a leak was most likely caused by the damaged secondary manifold fitting. This damage most likely occurred during either disassembly or reassembly of the device; therefore, special care should be taken during disassembly and reassembly of the device to prevent damage to the interior and exterior components of the device. It should also be noted that the customer's reported event regarding a battery issue was most likely due to a defective battery. The device was serviced and returned to the customer.